Event description:
Same case as MDR ID#: 2134265-2012-03892 and 2134265-2012-03893. It was reported that during a balloon angioplasty procedure, balloon ruptures occurred. The target lesion was located in the superficial femoral artery (sfa). During the procedure, three balloon ruptures occurred using a 6.0x150, 135cm mustang balloon, a 6.0x150, 135cm mustang balloon and a 6.0x200, 135cm mustang balloon. The ruptures occurred between 4 and 10 atm between 30 seconds and 2 minutes. No balloon fragments were left in the patient, the procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device found that the balloon showed evidence of being inflated. There was blood present in the balloon and shaft. The device was attached to an inflation unit and an attempt was made to inflate the device when a leak was noted. A microscopic examination of the balloon material observed a pinhole leak 99mm from the distal tip. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2012-03892 and 2134265-2012-03893. It was reported that during a balloon angioplasty procedure, balloon ruptures occurred. The target lesion was located in the superficial femoral artery (sfa). During the procedure, three balloon ruptures occurred using a 6.0x150, 135cm mustang balloon, a 6.0x150, 135cm mustang balloon and a 6.0x200, 135cm mustang balloon. The ruptures occurred between 4 and 10 atm between 30 seconds and 2 minutes. No balloon fragments were left in the patient, the procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
(B)(4).